Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer set a temporary basal rate and fell asleep and the customer experienced a low blood glucose (bg) of 39 mg/dl. The customer's husband provided juice to treat bg as customer was incapacitated due to the low bg. Recommendation was made to consult with healthcare provider regarding diabetes management.